Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors and procedural factors may have caused or contributed to the pvl. Per report, the second valve was implanted in a lower position and post dilated with additional volume. Based on this information it seems that the patient's anatomy and the valve position could have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device remains implanted.

Event description:
As reported by the field clinical specialist, the patient underwent a transfemoral tavr procedure with a 29 mm sapien 3 valve with an additional +1cc of fluid. Approximately 3 years post procedure, the patient is presenting with moderate paravalvular leak (pvl). The patient's symptoms were severe shortness of breath, and class iii heart failure. An attempt was made to treat the pvl by post dilating the 29 mm sapien 3 valve with +4cc's above the nominal volume. The pvl did not improve much if any at all. The physician decided to implant a second valve. The 29 mm sapien 3 ultra resilia (s3ur) staggered slightly lower than the current 29 mm sapien 3 valve to flare the inflow of the 29 mm sapien 3 ultra resilia valve to decrease the pvl. A new kit was opened, and the second valve was deployed slightly lower. After checking on the transesophageal echocardiogram, the leak improved slightly. A decision was made to post dilate again with the balloon slightly more towards the left ventricular outflow tract (lvot) to expand the inflow of the sapien 3 ultra resilia. After post dilating the new 29 mm sapien 3 ultra resilia valve, the leak decreased a fair amount, which appeared to be a mild leak. The patient was stable following the procedure. No additional patient complications were reported.